Event description:
It was reported by the customer's mother that their insulin pump was alarming no delivery. Customer had a blood glucose level of 433 mg/dl at time of event. Customer stated they changed the infusion set and reservoir, resolving the issue. Advised customer the issue might be an occluded insertion site. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.